Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that the pump had failed to power on during a routine check. An immediate high-pitched and constant tone came from the pump, and the screen was blank. The biomed stated that it appeared that the pump had been left unplugged for an unknown amount of time and the battery was depleted; however, the pump was still failing to power up after it had been plugged into ac power for at least an hour.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "unable to power-up" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that the pump had failed to power on during a routine check. An immediate high-pitched and constant tone came from the pump, and the screen was blank. The biomed stated that it appeared that the pump had been left unplugged for an unknown amount of time and the battery was depleted; however, the pump was still failing to power up after it had been plugged into ac power for at least an hour.